Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot# unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient had a battery change on (B)(6) 2019. The rep checked the impedances re-operatively and noted they were high on the left lead. The unipolars only were in the 4000 range. All bipoalars were normal (around 2500). The patient was not having any issues with her therapy and reported the numbers were always high. The rep checked with the managing physician and he also reported they were "out of range". There was no intervention planned. There was no injury to the patient. There was nothing that she said would have caused the high measurement. No complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3387-40, lot# v007060, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp), via a manufacturing representative (rep), stating the replacement of the ins did not resolve the high impedances.